Event description:
Patient ID: (B)(6). This is filed for heart failure, requiring hospitalization and intervention. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2021, the patient was re-hospitalized with heart failure symptoms of shortness of breath, peripheral edema and dyspnea. Recurrent mitral regurgitation of grade 4+ was noted. The initial mitraclip was well attached to both leaflets and functioning as intended; however, the physician felt the increased mr was related to the implanted clip. Medication was administered as treatment of the heart failure symptoms. A second mitraclip procedure was performed on (B)(6) 2021 and 1 additional clip was implanted. The patient condition resolved on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of heart failure, edema, dyspnea and mitral regurgitation (mr) are listed in the IFU as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported mr and heart failure were due to procedural conditions. The reported edema, and dyspnea appear to be a cascading effect of mr. The reported hospitalization, medication and unexpected medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for heart failure, requiring hospitalization and intervention. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2021, the patient was re-hospitalized with heart failure symptoms of shortness of breath, peripheral edema and dyspnea. Recurrent mitral regurgitation of grade 4+ was noted. The initial mitraclip was well attached to both leaflets and functioning as intended; however, the physician felt the increased mr was related to the implanted clip. Medication was administered as treatment of the heart failure symptoms. A second mitraclip procedure was performed on (B)(6) 2021 and 1 additional clip was implanted. The patient condition resolved on (B)(6) 2021. No additional information was provided.